Manufacturer narrative:
An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was noted to have exposed cables when inspecting instrument prior to surgery. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and exposed damaged cables were noted. The surgical task was for setting up. The instrument did not collide with any other instrument or tool during the procedure. Many cables were visibly protruding from the distal end of the instrument. No fragments fell into the patient. The instrument was not used in procedure.